Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported no alarms were activated. The intellivue x3 monitor was used in combination with an intellivue mx800 and picix c.03.08 system. User was expecting the alarm sound. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. There is object evidences that there was no malfunction.

Manufacturer narrative:
A retrospective review identified missing device codes. Section d product information updated per gudid. Additional information received indicated the monitoring set up was an x3 docked with an mx800 networked with a pic ix. Based on the information available and the testing conducted, the cause of the reported is not related to the x3. The instructions for use (IFU) supports that if the x3 is docked to the host monitor, alarming would occur at the host monitor. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. There is no indication of a device malfunction; therefore, this record has been deemed not reportable.